Event description:
It was reported that in-stent stent thrombosis occurred. In (B)(6) 2013, the patient presented due to myocardial infarction. The target lesion was located in mid left anterior descending artery. A 3.00mm x 24mm promus element plus stent was advanced and was successfully implanted to the target lesion. The patient was given effient antiplatelet medication before the procedure and another unspecified antiplatelet medication was given during the procedure. Two hours post procedure, the patient complained of chest pain. Cardiac rhythm was converted to ventricular fibrillation. The patient went into cardiac arrest and was resuscitated. The patient was brought back to the cardiac catheterization laboratory. It was found out there was an in-stent thrombosis of the recently implanted 3.00mm x 24mm promus element plus stent due to distal dissection of the vessel. Thrombectomy was performed then a 3.mm x 16mm unspecified stent was implanted. Post dilation was performed using a 4.0mm x 20mm nc quantum apex balloon catheter. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Date of birth: 1947./ device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).